Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.product details omega 2 reamer handle.

Manufacturer narrative:
The reported event that the reamer slipped out of closed position could not be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. Wrong handling of the barrel reamer can cause a shifting of the reamer over the drill. The reamer can slide out of the desired position if the reamer is in the open position / incorrect position. Handling tests were performed in open and locked positions of the reamer. The reamer is functioning as intended in the correct locked position. In open position / incorrect position the reamer can slip into a wrong position. However, an improvement project was initiated to evaluate if the design of the barrel reamer locking mechanism can be improved. Dimensional inspection for the complained devices was performed in the procurement cell, inspection of the relevant functional dimensions of each device met specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The customer, has reported via the mhra, that a patient was brought to theatre with a fractured neck of femur of a dynamic hip screw. The surgeon was handed reamer for the lag screw which was allegedly set at correct gauge and double checked and reported to be locked and secure. The customer reported that the instrument was handed to the consultant to check it was securely fastened. Procedure went ahead, surgeon stated reamer had allegedly slipped out of closed position, and reamed through femoral head of the patient. The customer reported that the surgeon stopped the alleged bleeding and the patient was transferred to another hospital where they had an angiogram which showed no evidence of intra-pelvic bleed.

Event description:
The customer, has reported via the (B)(4), that a patient was brought to theatre with a fractured neck of femur of a dynamic hip screw. The surgeon was handed reamer for the lag screw which was allegedly set at correct gauge and double checked and reported to be locked and secure. The customer reported that the instrument was handed to the consultant to check it was securely fastened. Procedure went ahead, surgeon stated reamer had allegedly slipped out of closed position, and reamed through femoral head of the patient. The customer reported that the surgeon stopped the alleged bleeding and the patient was transferred to another hospital where they had an angiogram which showed no evidence of intra-pelvic bleed.